Event description:
It was reported that the 2600 system generator was not booting up and intermittently the collimator has error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was repaired and re-calibrated. The gib board and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.